Event description:
The following has been reported by customer: the pump infuses at a higher rate than programmed. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. Reported event date is (B)(6) 2025 according to additional information. - from (B)(6) 2025 to (B)(6) 2025, all recorded infusions are compliant: the delivered flow rate matches the programmed flow rate, the infused volume matches the theoretical volume, and no overflow or over-infusion is identified. - on (B)(6) 2025, no infusion activity is recorded: there is no infusion start, no active flow, and no infused volume; only technical events (power on/off, battery charging) are present, indicating the pump was not used that day. - the alarms observed (set change, door open, air, near end of bag) are normal safety or handling alarms and cause infusion stops, not an increase of the flow rate. All data found showed that calculated volume matches recorded volume. Each identified infused volume was in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check, except that the membrane is slightly worn. During device log review, the logs do not show any infusion activity on (B)(6) 2025. For the recorded infusions, the delivered flow rate and infused volume are consistent with the programmed settings. There is no overflow on this log. The alarms observed are related to normal handling and safety conditions. A functional test related to the reported event were carried out (flowrate test at 25ml/h for 2h). All performed successfully and values were found compliant with IFU specifications compared to settings. Internal inspection found the inside of this pump is slightly dirty, with leaks around the seals and in the gaps. The ribbon cable between the display board and the cpu board is worn and needs to be changed. But nothing link to the reported event. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. According to provided quality control certificate, performed just before the incident, the device was functional. Therefore, this complaint is considered as not valid with no issue. It advisable to : - replace the membrane - upgrade the software version - clean the device - replace the ribbon cable between the display board and the cpu board. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.